Event description:
It was reported that an alert for extended charge time was observed via remote transmission. Patient was asymptomatic. A capacitor maintenance was performed and found to be within range. The device remains implanted. The patient will continue to be monitored.